Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having a hard time getting responses from the buttons of his insulin pump. His blood glucose was 200mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
The insulin pump passed the functional testing. However, it had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube and tube lip, a cracked belt clip slot, cracked battery tube threads and minor scratches on the display window.